Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was mildly calcified, non-tortuous and 90% stenosed. After pre-dilatation, a 2.25x28 xience sierra failed to cross the lesion twice and when removed, the struts were flared. A dissection may have occurred. Another xience sierra was successfully implanted in the lesion and after post-dilatation, the procedure was noted to be completed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1, b2, h1: a serious injury related to this device did not occur h6: patient code 1333 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the dissection was caused by an unspecified balloon dilatation catheter and not by the 2.25x28mm xience sierra stent as previously reported. This device did not cross the lesion and was not implanted. Another xience 2.25 x 38 mm was successfully implanted to treat the dissection. As this was previously reported, it must remain reportable. No additional information was provided.